Event description:
The eyelet portion of a suture needle with several inches of suture attached were found to be lodged in the working channel of an olympus gip-2t160 endoscope. We believe that we know that the scope had been reprocessed at least three times using the correct procedures and correct OEM brushes to clean the channel prior to this discovery.